Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the continuous seam closure in a laparoscopic hysterectomy, the thread of the suture broke. There was no patient injury reported.